Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided by the account, while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Positioning failure associated with leaflet grasping and capture appear to be related to patient conditions large coaptation gap). There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5 and large coaptation gaps. A triclip xt was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred and after several attempted grasps, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, it was observed that the gripper line had broken. One clip was then deployed, reducing the tr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.